Event description:
It was reported, the pt was not receiving effective stimulation from her scs system. The implanted lead was functional, however, the physician opted to replace the lead in order to achieve better stimulation coverage. The pt was reprogrammed and is now receiving effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.